Event description:
It has been reported to philips that the device's foot switch would not function. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and found that the footswitch was not defective. Upon functional analysis performed fse identified that the lateral fluoro button was not intermittently working. Fse asked the customer to check if any particle is struck within the footswitch button and found few small plastics were obstructing the button. Customer cleared the objects and found system is working fine. The same issue reoccurred again fse replaced the wired footswitch after replacement system was returned to good working condition. The codes were updated based on the investigation outcome.